Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had a cardiac resynchronization therapy (crt) device implanted and passed away six months following implant. Additional information is not able to be requested or obtained for the event.